Event description:
During baxter's device evaluation, the device failed to detect an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. This complaint was opened during the investigation of complaint (B)(4). The undetected upstream occlusion experienced during testing was not able to be reproduced, and the device was determined to be within specification.